Manufacturer narrative:
Qn#(B)(4) UDI number: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when the catheter was passed through, the material stuck and "curled up", after which it was carefully removed. A new attempt was successfully made." Additional information reports,"the patient is conscious, was properly instructed, communicative, and is in a stable condition on antibiotic therapy".

Manufacturer narrative:
(B)(4). UDI number: (B)(4).

Event description:
It was reported "when the catheter was passed through, the material stuck and "curled up", after which it was carefully removed. A new attempt was successfully made." Additional information reports,"the patient is conscious, was properaly instructed, communicative, and is in a stable condition on antibiotic therapy".